Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22059k, reader sn 1(B)(4)). An hour later, customer performed a repeat cue test and obtained a negative result. Customer reports she had a rapid antigen test performed on an unspecified date and obtained a negative result (unspecified brand). Customer did not have any known exposure and reported they are vaccinated. The cartridges to the customer's knowledge were stored at room temperature.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.